Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that there was no evidence of lead noise. The clinician stated the issue will continue to be monitored. The device remains in use. No adverse patient effects were reported.